Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high capture thresholds and high pacing impedance episodes. The lead was capped and replaced on (B)(6) 2021. Patient was stable before, during, and after the procedure.